Manufacturer narrative:
A ge service rep performed an on site investigation. The floppy drive was replaced during the svc call. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2600 system would not boot up prior to a case. No pt injury was reported.